Event description:
Pt in ep lab for svt rf ablation. When physician orgered rn to ablate the ept-1000 tc machine it did not ablate- "burn" and road an error message- "temp lo-impedance 306". Staff checked all connections and attempted again with same results. Called bio med and after some trouble shooting the suggestion was made to change the catheter for rf ablating and the pt grounding pad. Both were changed and staff was then able to ablate the pt. No injury to pt. The intervention did not lengthen the time of the case.